Manufacturer narrative:
A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received not deployed. The catheter showed significant rotational damage (sheath torqued) at the proximal end, and the catheter was broken. There were no issues or damage noted on the handle. The stent deployment hub was noted to be in the fully deployed position, and the catheter lock was in the locked position. There was no damage to the tip. A functional evaluation could not be performed due to the condition of the returned device. The dfu states "be careful not to bend or kink the catheter during insertion. Rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope". The observed rotational damage to the catheter (sheath torqued) is consistent with excessive force being applied to the device which may have occurred when the user attempted to rotate the handle instead of the luer lock. Therefore, the most probable root cause classification is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position in the common bile duct during a biliary drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the distal flange of the stent failed to deploy. The delivery system was removed from the scope and then reintroduced. Deployment was attempted a second time with the same result. The axios device was removed from the patient and the procedure was completed through the same puncture site with another hot axios stent and delivery system.. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the common bile duct for biliary drainage during a procedure performed on (B)(6) 2018. According to the complainant, during attempted deployment of the distal flange of the axios stent, the flange failed to deploy. The delivery system was removed from the scope and then reintroduced. Deployment was attempted a second time with the same result. The axios device was removed from the patient and the procedure was completed through the same puncture site with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.